Event description:
It was reported that patient with this right ventricular (rv) lead experienced a medical emergency and was transported by ambulance to the hospital due to lead perforated the myocardium. Patient stated being stabilized which may have involved a pericardiocentesis. The lead was explanted, and a new lead was implanted/ no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of perforation and effusion. No lead issues were noted that would have made perforation and effusion more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that patient with this right ventricular (rv) lead experienced a medical emergency and was transported by ambulance to the hospital due to lead perforated the myocardium. Patient stated being stabilized which may have involved a pericardiocentesis. The lead was explanted, and a new lead was implanted/ no additional adverse patient effects were reported.